Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a fluid leak during peritoneal dialysis therapy. Immediately preceding the event, the patient received an m31 air detected in cassette warning message during drain four of four of therapy. The patient had drained 1185ml of an expected 2496ml at the time of the alarm. During troubleshooting, the patient verified that there were air bubbles in the drain line, the connections were secure, and the patient did not feel empty. The patient rebooted the cycler in an attempt to continue with treatment but the alarm returned. The technical support representative had the patient cancel treatment and upon removing the cassette, the patient noticed that the pump heads in the cassette door were wet. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with peritoneal dialysis therapy. It was noted that the patient was given unspecified prophylactic medication at the clinic following the leak. The patient has since received a new cycler and been able to continue with peritoneal dialysis therapy. There was no report of patient injury or medical intervention resulting from the leak. The cassette was no longer available for evaluation. Additional information was requested but was unavailable.